Manufacturer narrative:
Failure analysis noted that the insulin pump had a motor error alarm during rewind due to corroded motor home switch and intermittent button response due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly. The pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 269 mg/dl at the time of incident. The customer's father stated that water got in the pump case and was getting motor error alarms while rewinding the pump. He was advised to discontinue use of the device and revert to a back-up plan. He was advised that the device would be replaced. The insulin pump was returned for analysis.